Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 30 mg/ml at 3 mg/day via an implantable pump for an unknown indication for use. It was reported that during normal use on an unknown date that patient experienced symptoms of morphine overdose leading to hospital admission. It was reported that they removed the drug from the pump and there was less than expected. It was reported that there were ¿nil¿ environmental/external/patient factors that may have led or contributed to the issue. It was reported that the pump was replaced with a date of planned explant of (B)(6) 2018. It was reported that the issues was resolved at the time of this report. It was reported that the patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated. The patient¿s medical history included chronic pain.

Manufacturer narrative:
Analysis identified no pump anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-jan-17, additional information was received from a foreign manufacturer representative (rep). Additional information stated, "when emptying the pump at normal refill's on previous occasions there was always just under or exact amount removed". On this occasion, 11.6 mls were removed (actual reservoir volume (arv)) rather than 12.3 mls (expected reservoir volume (erv)) still with 48 days until the refill date. The rep reports the patient was admitted to the hospital with symptoms 48 hours prior to a printout provided. The printouts provided occurred on 2017 (B)(6) and 2017 (B)(6). The pump printout from 2017 (B)(6) included hand-written notes that stated, "possible pump malfunctioning", "experiencing episodes which feel like overdose" and "daily rate decreased today which may or may not compensate". The pump printout from 2017 (B)(6) included hand-written notes that stated, "probable pump malfunction", "overinfusion", and "now filled with saline". The rep also reported they would check on the date or explant, but no clarification of explant date was provided. The overdose symptoms began approximately 2 days before the printout (2017 (B)(6)). The exact symptoms of overdose the patient experienced were unknown. No pocket fill was possible, and the refill needle was fulling inserted through the fill port septum. The cause of the volume discrepancy was not determined.